Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number of the gynemesh? Product code and lot number of the ethibond suture? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the perforation first noted by a physician? Perforation symptoms and diagnostic confirmation? Describe any medical/surgical intervention for the perforation including dates and surgical findings. What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event related to ethibond suture reported via mw # 2210968-2020-09450 event related to gynemesh reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sacrocolpopexy procedure on an unknown date and mesh was implanted. The patient experienced rectal perforation. No further information is available.